Event description:
It was reported from (B)(6) there was an issue with the control switches/buttons on the small battery drive device. According to the report, when the device was switched on, the device could not be switched off. It was further reported that the controls had no reaction when pushed on the device. During in-house engineering evaluation, it was observed that the motor seized, failed and was running rough and the control was defective. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and found that the motor had seized, failed and was rough running. It was further reported that the controls were defective. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.